Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 07/06/2011 and 07/15/2011 by fax, mail and phone. A completed questionaire was received on 07/20/2011. (B)(4).

Event description:
An attorney reported that a consumer was implanted with an intraocular lens (iol) that was "incorrect for her vision needs." The lens was exchanged and during the procedure, there was significant (unspecified) damage to her eye. F/u info was received from the surgeon, who reports that following the initial implant, the consumer had a hyperopic result and blurry, uncorrected vision. In the surgeon's opinion, the iol design did not contribute to the event. Additionally, the surgeon reported the consumer had iris atrophy due to floppy iris syndrome during the exchange. Following the lens exchange, the consumer reported persistent glare. In the surgeon's opinion, the iol did not cause/contribute to the event. There are two medical device reports associated with these events. This report is for the initial lens that was exchanged.